Event description:
It is reported that the pt was implanted in (B)(6) 2011 and was revised due to loosening of the inlay screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.